Manufacturer narrative:
A sample is not available for evaluation, however a photo has been provided by the customer and will be evaluated as part of a no sample investigation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a customer received a lap chole kit with a 25 g x 1 1/2 in. Bd precisionglide needle sticking out of its protective cap. A nurse obtained a clean needle stick injury while opening the pack. There was no report that medical interventions were provided to the nurse.

Manufacturer narrative:
Results: a sample is not available for evaluation, however the customer provided a photo of the used device. A photo inspection revealed the cannula is slightly bent and that the tip of the cannula had pierced the shield. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: although the photo show the customer's indicated failure mode, without a sample, an absolute root cause for this incident cannot be determined. .